Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was difficulty sending recordings from the patient's implantable cardiac monitor with their phone. The issue was resolved and the patient successfully sent a recording. Patient was stable.

Event description:
New information received stated that the implantable cardiac monitor continued to have difficulty sending in recordings.